Event description:
Event description cpi received information that during a routine follow-up appointment, the physician had difficulty interrogating the ICD and noted a message that indicated a possible device malfunction had occurred. No patient complications were reported.